Event description:
Pt was revised to address metal sensitivity, osteolysis.

Manufacturer narrative:
No 510(k) number provided because this implant is not sold in the us to be implanted for this indication; it is currently sold in the us under an different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.